Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR reviews, two lots had an anomaly that did not contribute to the complaint issue. No further anomalies were identified. No additional investigation is required based on DHR reviews. A complaint history examination indicates there were no other complaints for the reported issue. No sample was returned for evaluation; therefore, functional and visual testing was not possible. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the product. There was no patient harm. The product sample was discarded by the facility.